Manufacturer narrative:
Internal report reference number: (B)(4). . Meter and test strips were not returned for evaluation. Retention strip lot tested within specification. Most likely underlying root cause: mlc-046: customer preference. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips customer stated that the part of the strips that draws up the blood is not centered, it is to the left side of the strips. The customer stated that he has two vials, same lot number. The customer has tested using the test strips and stated it seemed like the result was not correct, so he had opened the second vial and those look the same. The test strip lot manufacturer¿s expiration date is 10/30/2024; product storage and open vial date(s) were not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.